Event description:
It was reported that a patient presented in hospital for routine follow-up. Upon interrogation, the right ventricular lead exhibited high threshold. It was noted that the lead had dislodged. The lead was capped and replaced on (B)(6) 2017. The patient was discharged after the procedure.